Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. The sample was subjected to a visual and functional examination. During the visual examination the device showed dirty. Residues of liquid were on the contacts of the p2-connector. The syringe holder and the rear panel of the operating unit were damaged. A long term test was performed. No malfunction occured during the test. The delivery accuracy of the pump was checked. The flow rate were the same as in the history log files be recognized. All determined values were within specification. The complaint is not justified. The investigation did not reveal a technical defect of the pump. An analysis of the history reveals no malfunctions on the date of incident.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): over infusion